Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the device revealed the foot guard was in good physical condition and the foot pedal was securely attached. Missing paint was observed. The footswitch cable and connector were in good physical condition. The stand by switch, vapor switch and coagulation switch showed open circuits during testing. The coagulation pedal of the footswitch became stuck when pressed down in testing, and did not move freely. The other pedals depress and spring back with no issues. Based on the observations of stuck footswitch pedal, and open footswitch pedal circuits, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the coagulation pedal of the footswitch became stuck in the on position during use. Coagulation was stopped by pressing the footpedal pause button. The laser was used to complete the procedure. There was no patient injury.

Event description:
It was reported that during a procedure the coagulation pedal of the footswitch became stuck in the on position during use. Coagulation was stopped by pressing the foot pedal pause button. The laser was used to complete the procedure. There was no patient injury.